Manufacturer narrative:
Section h10: (h3) the clinical evaluation noted that it was reported that the initial right total hip arthroplasty on this 79 year old male patient was performed on (B)(6) 2008. Patient presented with instability requiring him to need revision surgery. The surgeon dislocated hip and removed a size 36 +7 head from patient. No abnormal wear noted. He then removed a size h 15 degree liner, also no unusual wear noted. He removed the acetabular cup screw size 6.5x50. He then put in a new size h 15 degree liner and a 36 +10 head. Reduced the joint and the patient left the operating room stable. Revised implants not returning as they were not released by hospital. Device was used for treatment, not diagnosis. There is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is related to the underlying patient conditions. (D11) concomitant devices: (cn: (B)(4), sn:(B)(6) ) cocr femoral head 36mm +7. No information provided in the following section(s): a4, a5, and b6. The following section(s) have additional info: g4, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: (cn: 142-36-07, sn: (B)(4)) cocr femoral head 36mm +7.

Event description:
Original right total hip arthroplasty on this male patient was performed on (B)(6) 2008. Patient presented with instability requiring him to need revision surgery. The surgeon dislocated hip and removed a size 36 +7 head from patient. No abnormal wear noted. The surgeon then removed a size h 15 degree liner, also no unusual wear noted. The surgeon removed the acetabular cup screw size 6.5x50. He then put in a new size h 15 degree liner and a 36 +10 head. Reduced the joint and the patient left the operating room stable. Revised implants not returning as they were not released by hospital.